Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage was noted. The 100% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular branch. A 2.25 x 28mm synergy¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the tip part of the stent got lifted. The procedure was completed with no patient complications were reported and the patient's status was stable.